Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed visual inspection. Found the sensor cannula bent. The cannula was found whole with no broken or missing parts. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they had issues with their sensor being bent. The customer's blood glucose was 206 mg/dl at the time of the incident. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The customer was sent a replacement sensor.